Event description:
According to the reporter, they experienced a bravo short study. Customer needed assistance entering dairy information but since it is a short study they will repeat the procedure and are not able to add more info to the diary. Customer declined sending study in for review.